Manufacturer narrative:
Analysis of the returned part shows no pre-existing defect was found at the level of the damage. The breakage is consistent with excessive torque applied during tightening of the central nut.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that a patient underwent a posterior cervical procedure. C5-t1 fixation was done. No screw placement was done at c6 so the surgeon used a plate for additional stabilization. During insertion, the center locking nut on the plate broke. The broken plate was removed and replaced with a new one. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.